Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. The console logs show alarm 420 (complete the procedure) at 20:11:39, during purge bag change, coinciding with high guard level (touch detected outside soft-key area), which is consistent with attempt to perform bag change and either reacting to, or inadvertently causing momentary interruptions in soft-key operation. Some keypresses were intermittently detected (e.g. Open 'display' menu). Prior to pump disconnection (in order to transfer to backup aic) the performance level had not been turned down to p-0. Console was tested, but the issue was not reproduced, and kbd was fully responsive. It is possible, however, that a liquid spill (e.g. Purge fluid) on the front of the aic (glass kbd) caused interruptions in soft-key detection or erroneous soft-key detection, associated with ¿high guard level¿ (touch detected outside soft-key area). The root cause was not determined due to lack of sufficient evidence. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2025-28679. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-28679.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the soft buttons on an automated impella controller (aic) failed. The aic was removed and replaced to continue patient support.